Event description:
It was reported that during the implant procedure, the lead was attempted and not used due to high impedance even after repositioning several times. The lead was removed and another lead was successfully implanted after repositioning to the septum. The new lead had to be repositioned due to high impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).